Manufacturer narrative:
No returned samples were received from the customer. Retention samples were visually inspected for any broken and/or cracked vials and all results were satisfactory. Batch history records were reviewed and results were satisfactory. The bd bactec plus aerobic/f and plus anaerobic/f media package insert states "prior to use, the user should examine the vials for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. On rare occasions, the glass bottle neck may be cracked and the neck may break during removal of the flip-off cap or in handling. Also, on rare occasions a vial may not be sealed sufficiently. In both cases the contents of the vials may leak or spill, especially if the vial is inverted. If the vial has been inoculated, treat the leak or spill with caution, as pathogenic organisms/agents may be present". Complaint trending was performed. There is no trend on this type of defect noted. No further action will be taken at this time. Bd will continue to trend on this type of event.

Event description:
Customer was removing a bactec bottle from the instrument when it shattered in the tech's hand. Customer believes the bottle came to the lab broken but the crack was concealed by the label. The tech who removed the bottle was injured and received treatment from the occupational health nurse. The tech had a puncture wound that was cleaned and bandaged. The wound did not require stitches and the tech did not receive a tetanus shot. The tech did receive a hep b booster and blood work was drawn for hep b booster and blood work was drawn for hep b and rapid hiv testing. Additional testing will be done in 1 week for repeat rapid hiv and hep c. The broken bottle specimen was gram stained and provided negative results. The remaining anaerobic bottle from this pt in the instrument was negative at time of report.